Event description:
It was reported that during a lap colon procedure, the device could not be closed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/03/2008. Instrument a and b: ring and valve. Evaluation summary: the analysis results found that the ld111 instrument a was returned with the flex ring over the upper ring, therefore, device would not turn. The upper protective ring and the iris valve were noted to be torn. The analysis results found that the ld111 instrument b was returned with the flex ring over the upper ring, therefore, device would not turn. The upper protective ring and the iris valve were noted to be torn. As per the IFU "lift one edge of the flexible ring through the iris valve to complete the installation preparation", only one edge of the flexible ring is to be inverted and upon insertion of the instrument into the abdominal cavity it is to be expanded. No conclusion could be reached based on the analysis results as to what caused the reported incident. The ld111 instrument c was returned inside the sterile package. The instrument was visually and functionally inspected and was found to be within manufacturing requirements when tested. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.